Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 200 mg/dl. The customer reported hyperglycemia was treated with an insulin pump. The event involved product(s) mmt-7040ma, mmt-1884l, mmt-332a, mmt-399a. Troubleshooting was performed. The customer reported the pump shuts off after getting replace battery now alarm. The customer did not receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. This is the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-7040ma, mmt-332a, mmt-399a. Mmt-1884l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value was displayed on the pump's home screen. No smartguard feature defects noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alerted on (B)(6) 2025 03:27:00, (B)(6) 2025 11:22:00 and (B)(6) 2025 08:49:00 and failed battery test alerted on (B)(6) 2025 11:43:12, (B)(6) 2025 11:53:00 and (B)(6) 2025 11:43:10 were found in the history files or traces. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2025 03:27:00 faster than expected at 0.65 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 11:22:00 after more than 7 days at 7.04 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 08:49:00 after more than 7 days at 30.0 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, cracked retainer, cracked case, cracked case (battery tube) and battery tube threads - cracked. Customer experienced an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss was confirmed, suspecting hardware issue. Retainer ring damage was confirmed. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.